Event description:
Customer reported the unit will not boot and a checksum error is displayed on the c-arm. No pt injury was reported.

Manufacturer narrative:
The service rep found customer report to be accurate. He tested dc power to technique processor all normal and replaced s-ram and performed necessary set up steps. The rep found the card that was replaced a month ago had a low battery measured today at 2.8vdc should be over 3vdc. Unit working normally at this time.